Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. The connected support case reviewed the provided logs and states that it is not the test of the pressure transducers test that fails, but it is the part testing the expiratory valve. The current to close the valve is out of range. Furthermore, recommendation from support case is to try with another good cassette. However, despite several reminders, we didn't receive the confirmation of any part replacement nor any part returned for investigation. Therefore, no root cause can be established. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. Operating capacity for the membrane is estimated to 10,000,000 breathing cycles. When this limit is passed or if the membrane for some reason has become defective, it must be replaced.